Event description:
During an atrial fibrillation procedure using radiofrequency, there was a delay due to low temperature issues. The temperature of the catheter was low (around 20 degrees) which caused the catheter to not ablate. The catheter was replaced three times with no resolution. All the catheters were inserted into the patient. The catheter was replaced again and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Tactisys log files were received, however they could not be read. The dws logs were reviewed and showed multiple ampere generator disconnections. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue of a low temperature issue remains unknown.